Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the alarms on insulin pump were not loud and buttons were harder to press. The customer stated they had to double prime and rewind process and had failed battery test alarm. No harm requiring medical intervention was reported. Customer reported that front side of insulin pump was cracked and had no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device primed properly. No unexpected rewind anomalies noted. No excessive no delivery or occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected audio or vibrate noise anomaly or absence of alarm. Device received with cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).